Event description:
The customer reports that the device was noisy and produced a choppy graft. The graft was able to be used and there was no pt injury. The customer further reports that the hosp is a teaching institution, and he thinks the issue may be related to persons learning to take grafts.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.